Event description:
The patient reported that on (B)(6) 2016 he had bilateral hernia surgery and they turned the stimulation off during the surgery. They also did an electrocardiogram (EKG) at surgery and at 4 am on (B)(6) 2016. Since then, the patient had been getting a shocking sensation in his right arm, chest, and face. It lasted for about a minute or so, so he turned stimulation off. Then he went to see his healthcare provider (hcp) on (B)(6) 2016 and they turned it on again, but he got shocked five times between noon and 3 pm, so he turned it off again. The patient's indications for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.